Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of fluid in the reservoir. The reported condition of damaged film wrap was not confirmed; the film wrap was found completely intact. However, when the fill port cap was removed visual examination of the sample noted a leak at the fill port. This incident was addressed in report number 6000001-2012-06733. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had damaged film-wrap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.